Event description:
It was reported that, the following alarm appears "negative pressure closure between pump and reservoir". The client tried to clear the alarm several times with different "cutlery" that didn't work. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Initial reporter phone: (B)(4) date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. During functional testing, the reported issue was not confirmed/replicated. The pump¿s dso sensor was tested and was found to be activating within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken since the complaint was not confirmed/duplicated.